Event description:
It was reported that the device could not be interrogated. The patient did not receive any shocks, and the device was not pacing. Device explant will be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.